Manufacturer narrative:
The reported malfunction was observed during review of the device activity logs. However, the device was put through extensive testing including stress tests, internal inspection and full functionality testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed a "compressor fault - 2001" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.